Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with corneal edema and dryness in the right eye one day following lasik treatment. The pt reported that he slept until he got up to come to his one day follow up exam. He did not instill any drops post op while at home. He reported blurry vision in the right eye. In a follow up with a technician, she indicated the pt was prescribed sodium chloride hypertonicity ointment on the date of the event. The pt was seen on (B)(6) 2014 and the event had resolved and the pt was doing great.